Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, externalized conductors were observed by fluoroscopy. Lead was capped and replaced. Patient's condition was stable.